Event description:
Cardiac surgeons in the facility's pediatric intensive care unit (picu) responded to a patient in cardiac arrest. A package of sterilized internal paddles and handles without a discharge button were opened and attached to the device. According to the reporter, the operator was unable to discharge the paddles since no discharge button was on the handle and no defibrillation adapter was present. The handles were immediately replaced with internal handles with a discharge button and the patient was successfully defibrillated. Other information regarding the patient and patient outcome was witheld by the facility.